Event description:
It was reported that a malfunction alarm occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The customer's mother helped deliver a manual insulin injection to address the bg. Ultimately the customer reverted to an alternate method of insulin therapy.